Event description:
It was reported that there was no liquid in the lens vial and the lens was dried out. The lens was not used. No additional info was provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.